Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient continued to have emergency backup battery (ebb) after replacing the modular cable and system controller. Log files were submitted for review. The event log file captured some random periods of backup battery faults. It appeared to have been due to the ebb not passing the load test.

Manufacturer narrative:
The event of the modular cable exchange was previously reported under MFR 2916596-2024-06138. The final investigation for the modular cable will be covered under MFR 2916596-2024-06138.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the modular cable being exchanged due to a backup battery fault alarm was confirmed via the provided information. A review of the submitted controller event log file spanned approximately 11 days ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). At the time the log file was collected the backup battery in use was serial number (B)(6) with a manufacture date of 30may2024. The backup battery fault alarm activated on (B)(6) 2025 at 21:34:39 and 21:35:36, (B)(6) 2025 at 00:30:35, (B)(6) 2025 at 06:54:18, 10:34:49, 10:35:14, and 14:41:09 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm cleared each time after a load test was completed and passed. The alarm did not affect the system controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The modular cable was not returned for analysis. The provided information stated that the alarm continued even after the system controller and modular cable were exchanged. Technical services suggested reseating the battery and performing self-tests. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. Any issues with the modular cable cannot result in any backup battery fault alarms. The heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ provide instructions regarding driveline care in the section entitled, "what not to do: driveline and cables". Additionally, these sections address how to properly interpret and troubleshoot all system alarms. The root cause for the reported exchange was determined to be user error. Device history records could not be reviewed due to the lot number of the modular cable being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic fu page of the abbott website. Heartmate 3 instructions for use section 2-¿system operations and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbooksection 5 entitled ¿alarms and troubleshooting¿ provide instructions regarding driveline care in the section entitled, "what not to do: driveline and cables". Additionally, these sections address how to properly interpret and troubleshoot all system alarms. The heartmate 3 left ventricular assist system IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.